Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
It was reported due to the temporo-spatial disorientation post-procedure, a cerebral scan was performed which showed a cerebral edema without ischemia and without hematoma. The patient was treated with mannitol and solumedrol with improvement of neurological status and disappearance of the temporo-spatial disorientation. No other complications were reported with the patient.